Manufacturer narrative:
Approximate age of device: 6 years and 2.5 months. A root cause for the reported event could not be determined through this evaluation. A full evaluation of the device could not be conducted because the device was not returned for evaluation and no autopsy was performed. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was found expired at home on batteries with the pump running and no reported alarms. It was assumed by the healthcare professional that all the equipment was connected properly. There was no indication that the patient¿s expiration was device related; however, the cause of death was unknown as no autopsy was performed.